Event description:
The hooped snare got detached. When grasping the insertion wire with the snare during placement, the snare did not open and after several attempts to open it, the hooped snare detached and fell into the patient's stomach. The fallen hooped snare was removed with forceps. There was no damage to the gastric wall or esophageal wall.

Manufacturer narrative:
This complaint is confirmed and will be reported as supplier related. Returned for evaluation was one disposable grasping snare. Upon receipt the hoop snare had detached from its metal locking crimp. Gross and microscopic examinations reveal an improper crimp. Dimensional measurements for the locking metal crimp are not within specifications. A chr of lot #: huse1545 showed no other product complaints from ths lot number.